Manufacturer narrative:
This device has not been returned and therefore a technical analysis cannot be conducted. Without a returned device, it is not possible to definitely confirm how the device may have contributed to the complaint incident. Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information this device was depleting faster then expected. Premature battery depletion was alleged. The device remains implanted. No adverse patient effects were reported.